Event description:
Patient was being transported from bed to chair using the sara; it is stated in the patient care plan that this patient is transported with a maxi-lift. Instead, the student certified nursing assistant's used the sara. The patient fell and dislocated his shoulder.